Event description:
It was reported that the user forgets to unclamp the secondary tubing, which results in delayed or failure to administer medications via intermittent infusion. Customer states "although the pump now has a prompt to remind users to verify the secondary clamp is open, unfortunately, it hasn¿t been effective at mitigating this error." There was patient involvement but unknown outcome. A report was received from health canada's canada vigilance program which states, "pt on scheduled q6 hour IV piptaz. Dose administered by day shift rn at 1800 was missed due to the secondary line being clamped. Night shift rn noticed this mistake at approximately 2330 when administering 0000 dose."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user forgets to unclamp the secondary tubing, which results in delayed or failure to administer medications via intermittent infusion. Customer states "although the pump now has a prompt to remind users to verify the secondary clamp is open, unfortunately, it hasn¿t been effective at mitigating this error." There was patient involvement but unknown outcome. A report was received from health canada's canada vigilance program which states, "pt on scheduled q6 hour IV piptaz. Dose administered by day shift rn at 1800 was missed due to the secondary line being clamped. Night shift rn noticed this mistake at approximately 2330 when administering 0000 dose."

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.